Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the machine failed to expose. Reviewed the system logfile and found machine fail to boot up. Fse replaced the mpdu control unit. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of the complaint.